Manufacturer narrative:
Initial reporter address: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap extend life pd transfer sets had a separation between the female connector (dark blue part) and main body (light blue part); damage was noted at the middle of the transfer set. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.